Event description:
Facility reported an internal blood leak (5th use). Estimated blood loss 250cc. No medical intervention. Hematocrit post incident was 36. Sample available for examination. Medwatch filed on bloodloss.